Event description:
Hot pack exploded when activated. It popped and ruined the clothing of 3 employees as well as discolored the floor. Reports that these hot packs are notoriously difficult to activate, and similar events have happened on numerous other occasions.